Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode and the patient is deceased. The right ventricular (rv) lead exhibited high threshold.